Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had intensive care unit psychosis and had an episode on (B)(6) 2023.the patient's saturation dropped, and they started to gasp for air on high flow oxygen and the patient was re-intubated. The patient went into ventricular tachycardia and was shocked a few times on (B)(6) 2023. On (B)(6) 2023, the patient had very low mean arterial pressure (map) so they had to start on inotropes and the speed of the pump was 43000 rpms. The patient was on high doses of inotropes with a map of 75 and central venous pressure was at 21. The patient had a continuous toned alarm. A review of the log files revealed multiple strings of low flows where the low flow estimator dropped below 2.5lpm.

Event description:
The arrhythmia resulted in low flow alarms that quickly recovered within seconds. The patient had an implantable cardioverter-defibrillator (ICD) implanted prior to the pump implant. The arrhythmia was due to the patient's ICD and was not related to the left ventricular assist device (lvad). The ICD did not get the patient's heart back into rhythm, so the patient was shocked externally. After the shock, the arrhythmia resolved. The patient was reported to be stable but still intubated and being weaned off sedation. On no more inotropes.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. The account communicated that the low flows were related to cardiac arrhythmias. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. The submitted log files captured numerous low flow alarms. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook rev. G is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.